Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a dinner announcement despite using the system as intended, with discussion of a possibly incorrect meal size announcement but no determination of cause, and an alert indicating low insulin later that night; the user temporarily reverted to multiple daily injections, then performed a supply change and resumed automated delivery. Symptoms included elevated blood glucose. Outcomes included restoration of glucose to target following mdi and continued stability after the supply change. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device or supply malfunction and an unclear etiology for the hyperglycemia, with low insulin volume noted prior to correction. It was concluded that the cause of the hyperglycemia was unknown. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.